Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This event occurred because the scope was not connected. The device functioned as expected. The instructions for use are described in chapter 5 inspection of the instructions for use. It is assumed that this event could have been avoided by performing a pre-use inspection according to this description. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her issue. During the call, the customer stated that she had not yet plugged in a scope to the tower. At the time, tac informed her that she would have to plug in a scope to gain an image. Customer followed the instructions, plugged in the scope, and the image was present. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was not displaying an image when installed, only color bars were present on the screen. This event had no patient involvement.